Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2019, the index procedure was performed. At the time of index procedure, the subject was on a prior regimen of aspirin and p2y12. The subject received heparin or other anti-thrombin medication. The target lesion was located in the proximal right coronary artery (rca) extending into the distal rca with 99% stenosis and was 70 mm long with a reference vessel diameter of 3.50 mm. Timi flow was 0. The target lesion was treated with pre-dilatation and placement of 3mm x 38 mm and 3.5 mm x 38 mm promus premier stents. Following this intervention, post-dilatation was performed with 0% residual stenosis with timi flow 3. In (B)(6) 2019, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized. The subject was diagnosed with coronary atherosclerotic heart disease. No action was taken to treat the event. The following day, the subject died with a primary cause of coronary atherosclerotic heart disease.